Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with a motorola z4 phone with android operating system version 9. The customer that the application was "too slow and hanging". As a result, the customer was unable to monitor glucose readings and experienced a loss of consciousness and seizure, requiring treatment of glucose and emergency injection by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation was performed. The customer reported that the freestyle libre 3 app is "too slow and hanging". Attempted to replicate the customer's complaint using similar configurations of samsung galaxy note 8, android 9, 3.5.1.10363 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle libre 3 app during replication that would have led to the reported issue. Therefore, the issue is not confirmed.all pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with a motorola z4 phone with android operating system version 9. The customer that the application was "too slow and hanging". As a result, the customer was unable to monitor glucose readings and experienced a loss of consciousness and seizure, requiring treatment of glucose and emergency injection by a third-party. There was no report of death or permanent impairment associated with this event.